Event description:
It was reported, to resmed (B)(6) that a pt using a stellar device had a system failure that required them to be 'bagged' by an anesthetist. It was reported that a hosp pt was being transferred from ICU (intensive care unit) using the stellar 100 via the tracheostomy. The hosp stated that the supplemental oxygen tubing was disconnected then reconnected and within 5 seconds, the ventilator alarmed and stopped working. A "system failure" was then observed on the ventilator screen. The pt then required manual ventilation (bagging) until another ventilator could be connected.

Manufacturer narrative:
The stellar 100 device was returned to resmed europe and is currently being investigated. There was no a permanent injury associated with this complaint.